Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified; however, based on the results of the investigation, the malfunction was likely caused by faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The subject device was reported to exhibit a black screen when turned on. The event occurred during setup/inspection for use before the patient was in the room. There were no reports of patient harm.